Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "long-term outcomes of end-flexible-rigidscopic transoral surgery for pharyngolaryngeal cancer." Literature summary. This retrospective study was to report the long-term outcomes, results of postoperative voice and swallowing function, and safety of end-flexible-rigidscopic transoral surgery (e-tos) for tis-selected t3 pharyngeal and supraglottic cancer resection. A total of 154 patients were enrolled. Tracheotomy was necessary for 24 patients to visualize the primary lesions around the arytenoid. One patient underwent postoperative tracheotomy due to upper airway stricture. Table 2 summarizes the post operative complications which include bleeding, stenosis, fistula of the soft palate, velopharyngeal incompetence, unclosed tracheostomy stoma after chemoradiotherapy (crt) and stenosis after crt. Table 3 summarizes the oncological outcomes. Local, regional, and distant recurrence rates were 6.5%, 6.5%, and 2.6%, respectively. The number of followable survivors was 113 (73.3%). The mpt, MFR, v-rqol, hyodoscore, and foss were in the normal range for 91.4%, 100.0%, 98.0%, 100.0%, and 95.9% of patients. E-tos is an effective, minimally invasive transoral surgery for tis-selected t3 pharyngeal and supraglottic cancer resection. E-tos is a safe procedure with a rate of low postoperative complications. Type of adverse events/number of patients event1: bleeding - 2 patients event2: stenosis - 1 patient event3: fistula of the soft palate - 1 patient event4: velopharyngeal incompetence - 1 patient event5: unclosed tracheostomy stoma after chemoradiotherapy (crt) - 2 patients event6: stenosis after chemoradiotherapy (crt) - 1 patient event7: death due to cancer - 7 patients; death due to other disease - 14 patients the deaths described in the literature are not being reported as they are unrelated to the olympus device. There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
Health effect - clinical code 4581 is used to code for velopharyngeal incompetence, unclosed tracheostomy stoma after chemoradiotherapy (crt) and stenosis after crt. The suspect device has not been returned to olympus. Additional information has been requested but no information could be provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.